Event description:
Complainant alleged that during biomed testing, th device made a loud pop sound and then displayed "bridge test failed" when energy was discharged. Complainant indicated that there was no pt involvement in the reported malfunction.